Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were not provided at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The alarm was able to be cleared. Customer stated the same insulin pump alarm had reoccurred before. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump was received with pump error detected alarm due to connector resistance issue.